Manufacturer narrative:
(B)(4). Batch # u5ea07. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the coating on the articulation joint peeled off after the 1st firing. The device was used on the lung. Another device was used to complete the case. It is unknown when the coating on the articulation joint peeled off. Inside of the patient was checked and cleaned, and no broken pieces were found, so the wound was closed. The patient¿s condition is stable. There were no adverse consequences to the patient.